Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# va0fgh5, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient felt a shock down the leg on current program. Nurse tried a different program and didn't feel shock. The issue was resolved at the time of this report. No surgical intervention occurred. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.